Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not provided. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported hemorrhage, vessel perforation and neurological/intracranial sequelae (aphasia) are known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported event.

Event description:
During the procedure, it was reported that the physician could not get the subject guidewire distal enough and in a straight segment of the m2 to support the flow diverter system. Then the guidewire perforated in the mca (middle cerebral artery) causing the bleeding of the patient. And the patient experienced aphasia due to the bleeding. Now the patient is still in hospitalization for the aphasia. No further information is available.